Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that vela was alarming vent inop, motor fault, transducer fault, circuit disconnect while on a patient. There is no harm reported.